Manufacturer narrative:
Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. H3 other text : not returned to the manufacturer.

Event description:
It was reported that the patient has been experiencing a little pain recently. Update: doctor reports patient status post left hip replacement with an abg modular done on (B)(6) 2010 has elevated cobalt levels requiring a revision of the stem component. Stem was removed and replaced with a short citation left. No incident report during surgery. Update :patient left hip was revised on (B)(6) 2023, due to alleged metallosis and elevated cobalt and chromium levels.